Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) had volume loss issue. Awaiting requested device for repair and failure investigation. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) had volume loss issue.